Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2228606 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2228606. No retention samples for this batch were available. Three photos were received. Photo one shows one plate no ID visible with contamination. Photo two shows one plate with contamination visible ID and timestamp illegible. Photo three shows one plate with contamination and no legible ID. No return samples were received for investigation of this complaint. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there were contaminated plates. The following information was provided by the initial reporter: customer reports contaminated plates - lot #2228606.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there were contaminated plates. The following information was provided by the initial reporter: customer reports contaminated plates - lot #2228606.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.